Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion alarm. Additionally, it was reported that the customer experienced resistance when filling a cartridge. The needle was pulled out and reinserted into the cartridge septum, and the customer successfully filled the cartridge with insulin. While performing the load fill tubing sequence, the customer did not observe drips of insulin dripping out of the infusion tubing. The customer removed the infusion tubing and reattached the tubing resolving the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and no failure related to the load fill tubing issue was identified. The occlusion alarm were verified in the logs and the investigation could not be completed as the cartridge was not returned. No investigation could be performed in regards to the cartridge septum fill resistance issue as the cartridge was not returned.